Event description:
Patient's representative reported "right breast swelled dramatically and...extreme fatigue." Subsequently, a "removal, cleaning, and re-insertion of the right breast prosthesis" was performed. The "right breast continued to swell," and was explanted and replaced. Patient was later diagnosed with "breast implant acquired anaplastic large cell lymphoma." The reported event of "extreme fatigue" was determined to be not device-related. Pathological biomarkers have not been received.

Manufacturer narrative:
(B)(4). The event of "bia-alcl" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Implanting/explanting physician: dr. (B)(6). Diagnosing physician: dr. (B)(6). Institution: (B)(6) malvern, vic australia radiation therapy team: prof. (B)(6). Institution: (B)(6), australia reason for reoperation: breast "swelled"